Manufacturer narrative:
Additional narrative: aso reached out to consumer/end user on 1 occasion to request samples of the remaining device/product by return mail for investigation and testing; to date there has been no response. After conducting an investigation of the adverse event; it was determined that the consumer/end user misused the product. Product specifications and labeling directions for this sterile pad device/product indicated use for cleaning wounds. Device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarized.

Event description:
Customer/end user used a non-stick pad to cover a wound; the pad stuck to the wound.